Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-28 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient was going to be having knee surgery. They had an EKG, echo, cat scan, and MRI. The patient was wondering if something happened from one of those tests they had. Over the last week things didn't seem right. The patient was farting all the time, felt like they were going to have a wet fart. It felt like they were going to go in their underwear. The agent walked the caller through connecting the handset and communicator to the stimulator. The patient increased the stimulation to a comfortable level and is going to monitor their symptoms. Patient has a doctor appointment around the (B)(6).